Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The assignable cause of this issue was determined to be a manufacturing defect. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv2 ruptured during filling. The device was being filled with 30 milliliters of saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.